Event description:
Same case as 2134265-2014-05901 and 2134265-2014-05632. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an opticross imaging catheter was used to diagnose an unknown lesion. However, there was a problem with pullback. They attempted automatic pullback twice and after exchanging the device to another of same device, the issue was resolved. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).